Event description:
The biomedical engineer (bme) reported that the telemetry transmitters would intermittently stop sending ECG vitals to the central nurse's station (cns), lasting for approximately 10 -15 seconds each time before returning to normal. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the telemetry transmitters would intermittently stop sending ECG vitals to the central nurse's station (cns), lasting for approximately 10 -15 seconds each time before returning to normal. No patient harm was reported. Investigation summary: as no devices were returned for evaluation relating to this event, the reported issue could not be duplicated nor confirmed. Due to the age of the complaint, new information is unlikely to be obtained. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. As gz telemeters communicate with the cns through a network, should the network environment have a malfunctioning component, ECG data is likely to drop out. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. A2 - a6. B6 - b7. D10 attempt #1 10/17/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 10/20/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 10/23/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10: concomitant medical device: the following devices were being used in conjunction with the cns, but model and serial number information is listed as no information (ni), as attempts to obtain the information were made but not provided. Telemetry transmitters: model ni. Sn: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that the telemetry transmitters will intermittently stop sending ECG vitals (to the central nurse's station (cns)). They stated that this issue is only affecting the telemetry transmitters and will last for approx 10 -15 sec before returning to normal. They stated that the bedsides are not affected. The issue was affecting two departments (iccu and tele). No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Telemetry transmitter(s); model: ni; sn: ni.

Event description:
The biomedical engineer (bme) reported that the telemetry transmitters will intermittently stop sending ECG vitals (to the central nurse's station (cns)). They stated that this issue is only affecting the telemetry transmitters and will last for approx 10 -15 sec before returning to normal. They stated that the bedsides are not affected. The issue was affecting two departments (iccu and tele). No patient harm was reported.